Event description:
The pt received two leads with the same lot number. It was reported the pt was no longer receiving stimulation coverage of her pain areas, and the pt did not think the scs system was helpful. Follow up identified the physician explanted the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.